Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was around 180 mg/dl and sensor glucose was below 70 mg/dl at the time of incident when it triggered threshold suspend. The representative mentioned that the customer's blood glucose reached 340 mg/dl. The representative stated that the customer gave manual injections and a bolus to correct the high blood glucose. The representative stated that the customer declined helpline assistance. The sensor will not be returned for analysis.